Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received excessive no delivery alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm was noted. The pump had minor scratches on the display window.